Event description:
It has been reported that during insertion, the catheter would not be advanced nor removed. Finally, the clinician was able to remove it and it was detected that the catheter was "scraped off" from the stylet. The material of the catheter came off at the tip of the catheter and got pushed together at the other side. On (B)(4) 2012 - per f/u info, no add'l details are available for this event.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.